Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the left ventricular (lv) lead had the guidewire penetrated through the lead body. The lv lead was not used and was replaced on (B)(6) 2025. The patient was discharged following the procedure.

Manufacturer narrative:
The reported event of ¿the wire penetrated the lead body and come outside in the beginning of second loop.¿ was confirmed. A complete lead was returned in one piece. Visual examination found the lead body insulation and the inner coil were damaged at the distal region cause by perforated guidewire into the lead consistent with procedural damage. The cause of the reported event is consistent with procedural damage.